Event description:
As reported, the balloon of this fogarty embolectomy catheter was ruptured (see picture attached). There is no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, balloon was found to be ruptured longitudinally. Balloon edges did not appear to match at the ruptured region.

Manufacturer narrative:
The device of the reported complaint was received by our product evaluation laboratory for a full examination. The report of was confirmed. As received, balloon was found to be ruptured longitudinally. Balloon edges did not appear to match at the ruptured region. See attached photos. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Both balloon windings were intact. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.